Event description:
It was reported that bd unspecified bd infusion set was defective and leaked. The following information was provided by the initial reporter with the verbatim: bd syringe administration set, microbore tubing with pressure sensing disc. New set of tubing was hung on (B)(6) @ 0500. On (B)(6) @ 0745, tubing was discovered by primary rn to have developed a crack at top of tubing that connected to medication syringe and medication was slowly beginning to leak out from tubing. Cracked tubing removed and replaced with microbore tubing without pressure sensing disc.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on 18 sep , 2023 . Medwatch report # mw mw5145984. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.